Manufacturer narrative:
Isi has not received the blue sureform 60 reload associated with this complaint. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09; lot #l10220809-0649) was installed twelve times and fired 9 reloads (1 white, 5 blue, 1 white, 1 blue, 1 white, in that order). All firings were completed per the logs with 0 or 1 pauses for compression. Here were no incomplete clamps by this instrument. No image or video recordings available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument stapled the left side of the tissue well but the tissue on the right side was pushed out. The lumen of the stomach tissue was exposed. As a result, the surgeon had to oversew the stomach tissue. Additionally, the patient was treated with antibiotics and the patient's hospital stay was extended by an additional day. At this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument stapled the left side of unspecified tissue well; however, the tissue on the right side was pushed out. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated he had no issues with the sureform 60 stapler instrument up until when the incident occurred. The event occurred during the third fire of the sureform 60 stapler instrument with a blue sureform 60 reload installed. There was no issue with pauses for compression. The tissue was not too thick. There were no impediments or error messages. The surgeon confirmed he did not use buttress material and did not cross a previous staple line. When he fired the stapler instrument, the pouch side of the staple line was well formed with no issues. However, the tissue was pushed out on the stomach's remnant side. The staples were formed; however, due to the tissue being pushed, the staple line was affected. The lumen of the stomach tissue was exposed. As a result, the surgeon had to oversew the stomach tissue. The patient was also treated with antibiotics and had an additional day of hospitalization, and was reported to be recovering well. It was confirmed that the site cleans the stapler instrument well between fires. There is no video recording of the procedure available for review. The surgeon was not sure of the cause of the stapling issue. He stated that this stapling issue increased the procedure time by 25 minutes.